Event description:
It was reported that the patient's lead was replaced due to high impedance. After replacement, high impedance resolved. The physician believed that scar tissue was the reason for high impedance. The company representative reported that the fibrosis was the most he'd ever seen. The explanted lead has not been received to date. No further relevant information has been received to date.

Event description:
It was noted in the operative notes of the generator replacement surgery where high impedance was detected that the pin was re-inserted in the generator multiple times to rule out a pin insertion issue. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
Prior to a patient's replacement surgery due to battery depletion, high impedance was detected on the patient's device. The generator was replaced and the new generator also detected high impedance. Multiple troubleshooting steps were performed but this did not resolve the high impedance. The lead was not replaced. No known further relevant surgical intervention has occurred to date. No further relevant information has been received to date.